Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 02/15/2010 and 02/17/2010 by phone, fax, and mail. Medical records were received on 02/28/2010. A completed questionnaire was received on 03/02/2010. (B) (4). (B) (4)..

Event description:
A consumer reported experiencing blurry distance and near vision following intraocular lens (iol) implant surgery. She also reported having an increased intraocular pressure (iol) one day postoperatively. She was treated with medication which made her iop "better" and she was also seeing better. The consumer also reported experiencing a foreign body sensation which was explained to her by the surgeon to be due to a scratched cornea. In a follow-up, the surgeon reported that the events continue and will resolve with treatment. She also reported noting posterior capsule opacification (pco).